Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was out picking up a pizza and about to eat and the cgm reading was 80 mg/dl. The patient was feeling sweaty, shaking and l when he was about to turn on the ac of his car, he lost consciousness and he could not remember what happened after. An ambulance was called and the paramedics took a bg reading which was 30 mg/dl. The patient was taken to the hospital and regained there consciousness. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.